Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific was notified by the patient that this lead wasn't working. The physician is going to monitor the lead because the patient is not pacer dependent. There is no mention of intervention.